Manufacturer narrative:
The received sample was returned in the inner blister without cover foil. It was protected with bubble wrap. One grasping arm is broken. The broken part is not included. The sample shows surgery residuals. The affected lot is not known, therefore, the device history record could not be reviewed but the manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It was found that one grasping arm is broken. The cross sections of the fracture did not show signs of corrosion. The material of the cross section did not show signs of structural defects on a light microscope with a magnification of about 2500. The outer surface of the instrument showed normal signs of use and production but no cracks were visible. The complaint history was reviewed two years back. It showed 0 comparable complaints with broken grasping arm for this part number. Since a 100% functional test is performed during production, which ensures that the instrument fulfills the specification before it will be delivered, only an external force in the field might cause the fracture of the forceps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the forceps chipped while using it for scleral fixation during a procedure. The fragment could not be found. It might remain in a patient's eye. The procedure was completed after replacing the product with another one. No patient harm was reported. There was no medical treatment provided to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. A secondary procedure was performed to retrieve the tip from the patients eye.